Manufacturer narrative:
Submit date: 08/16/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
It was reported to covidien that the customer stated there was a power cord issues. No patient involved. The unit was sent to a local covidien service center and a service technician found that there were exposed copper wires.

Manufacturer narrative:
After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd express was found to have its outer insulation damaged, allowing view of the inner copper wire. The cause of the reported condition for the damaged power cord was due to handling. The damaged power cord is to be scrapped and replaced to correct the reported issue. Scd express was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.